Manufacturer narrative:
Product event summary: at incoming inspection the log files were retrieved and both stated reasons for return (loud fan and cracked screen) were confirmed. Additionally it was noted that both upper hinge bullets and one lower hinge bullet were missing, the display cover was cracked, errors in the software updates were found, the housing of the stylus was cracked and one latch of the cable bay was damaged. The device was cleaned, the touch screen assembly, display cover, cooling fan, cable bay and stylues were replaced and the stylus calibrated, new software installed and the device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer had a loud fan and a cracked screen. The programmer was returned for service. No patient complications have been reported as a result of this event.